Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9800 system monitor was blank. No patient injury was reported.